Event description:
Case description: investigation results. Name: novopen 5, batch: pvgey34-1. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. No abnormalities relating to the observed problem were found. The batch documentation had been reviewed and found to be normal since last submission the case has been updated with the following malfunction updated as no. Is non-reportable updated as no. Investigation results updated. Final report ticked, expected date of fu report removed in EU/ca tab. B, c and d, g (imdrf) codes updated in device addendum tab. Narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Final manufacturer comment: (B)(6) 2025: the suspected novopen 5 device has not been returned to novo nordisk for evaluation. Analysis of the reference sample did not reveal any abnormalities associated with the reported issue. A review of the batch documentation indicated no deviations or concerns. Given the limited information available regarding the handling of the suspected device, it is not possible to determine a definitive root cause affecting the functionality of novopen 5. H3 continued: evaluation summary - name: novopen 5, batch: pvgey34-1 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. No abnormalities relating to the observed problem were found. The batch documentation had been reviewed and found to be normal.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Elevated blood sugar levels. [Blood glucose increased]. The dose button could not be pressed [device malfunction]. Preventing insulin from being properly administered into the patient's body [incorrect dose administered by device]. Case description: this serious spontaneous regulatory authority case received from national medical products administration, china was reported by a health care professional nos as "elevated blood sugar levels.(blood sugar increased)" beginning on (B)(6) 2025, "the dose button could not be pressed(device component malfunction)" beginning on (B)(6) 2025, "preventing insulin from being properly administered into the patient's body(incorrect dose administered by device)" beginning on (B)(6) 2025, and concerned a patient who was treated with novopen 5 (insulin delivery device) from (B)(6) 2025. Patients height, weight and bmi (body mass index) were not reported. Event "blood glucose increased, device component malfunction, incorrect dose administered by device" were medically significant. Dosage regimens: novopen 5: (B)(6) 2025 to not reported. Medical history was not provided. On (B)(6) 2025, during the injection, the dose button could not be pressed, preventing insulin from being properly administered into the patient's body, which resulted in elevated blood sugar levels (blood glucose). Batch numbers: novopen 5: pvgey34-1. Action taken to novopen 5 was not reported. The outcome for the event "elevated blood sugar levels.(blood sugar increased)" was not reported. The outcome for the event "the dose button could not be pressed(device component malfunction)" was not reported. The outcome for the event "preventing insulin from being properly administered into the patient's body(incorrect dose administered by device)" was not reported. Reporter's causality (novopen 5) - elevated blood sugar levels.(blood sugar increased) : possible. The dose button could not be pressed(device component malfunction) : possible. Preventing insulin from being properly administered into the patient's body(incorrect dose administered by device) : possible. Company's causality (novopen 5) - elevated blood sugar levels.(blood sugar increased) : possible. The dose button could not be pressed(device component malfunction) : possible. Preventing insulin from being properly administered into the patient's body(incorrect dose administered by device) : possible. References included: reference type: e2b authority number. Reference ID#: (B)(4). Reference notes: national medical products administration. The reporter could not be reached; hence no further information was available. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo.